Manufacturer narrative:
As the stent remains implanted in the patient and the index procedure was approximately two months prior to the reported event, the device was not requested for return. The review of the device history record could not be performed at this time as the lot number has not been provided. The investigator believes the event is not related to the device or index procedure. Celonova/ the sponsor finds it difficult to make further assessment as the requests for documentation from the hospital site were unsuccessful. There is no device malfunction or deficiency reported. Restenosis is labeled in the cobra pzf instructions for use as a potential adverse effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: celonova biosciences was initially made aware of this event on (B)(4) 2017; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management (02-aug-2018) that the event should be conservatively reported.

Event description:
Per the medical affairs' assessment: an (B)(6) -year-old female with a history of heart disease (ef: 35%), arterial hypertension, hypercholesterolemia, and pulmonary emboli (on livenox) presented to the hospital with stable angina. The patient was enrolled in the ecobra registry and was implanted with 2.75x30 mm cobra pzf stent in lad (left anterior descending) on (B)(6) 2016. Approximately two months later ((B)(6) 2016), the patient was hospitalized with thoracic pain associated with respiratory distress. Acute coronary syndrome (acs st+) was reported. The patient was treated medically with aspirin, plavix and diuretics, in addition to livenox. Coronary angiography was performed and reported restenosis in the lad. Angioplasty was planned but not done. The patient died on the same day. The investigator believes the event is not related to the device or index procedure. The sponsor requested documentations to confirm and for further assessment, however no additional information was received despite numerous attempts.